Event description:
Additional information received from the customer confirmed that there were no malfunctions due to the connector deterioration.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. However, the reported failure was confirmed. The event can be detected/prevented by following the instructions for use which state: instructions for use operation manual 3.2 checking the device connectors based on the results of the investigation, it is likely the following led to the replacement of the connectors: a preventative maintenance measure. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor had deterioration of the cleaning tank connector. The event occurred during reprocessing. There were no reports of patient involvement.